Event description:
The customer reported that she still have issues with air bubbles in the reservoir. Troubleshooting was declined. The customer stated that insulin was leaking from the reservoir. No further information was provided.

Manufacturer narrative:
Inspected eight opened and used reservoirs. Performed pre-fill reservoirs. All reservoirs passed per inspection. No air bubble anomaly was found during analysis. Functional test fill from vial passed. No leaks at vial interface. Checked o-ring for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.